Manufacturer narrative:
It is clarified that the device was in use at the time of the event. The philip remote service engineer (rse) spoke with the customer. Screenshots of log data were provided by the customer to the rse displaying that the alarms were turned off and on multiple times between 15:17 and 15:44. The cause of the issue is that the alarm was turned off. The issue is not confirmed. The customer biomedical engineer verified that the device is operating as expected.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1 reporting information: (B)(6).

Event description:
The customer reported that the spo2 didn't sound the alarm when expected. It is unknown if the device was in use at the time of the event. There was no adverse event reported.